Manufacturer narrative:
A boston scientific technical services consultant discussed sbr parameters and reviewed what programming changes could be performed. The consultant informed the caller to also ensure the patient has the proper medications also. The caller stated that the cause of the event could not be confirmed and the patient's medications were adjusted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient passed out despite having sudden bradycardia response (sbr) programming. No additional adverse patient effects were reported.